Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's father reported that his daughter received insulin flow block this morning (3:00 am). Reportedly, she felt weak, tired and had headache. At the time of incident, her blood glucose level was 16 mmol/l and ketones were 1.5 mmol/l, which they corrected manually with a needle. No further information available.